Event description:
A customer reported experiencing a hypoglycemic episode with loss of consciousness due to her using an expired sensor. Customer reported that even though the system had alerted that her 5-day sensor wear had terminated, she kept the expired sensor on when she went to bed. She stated that she tested herself at that time and the meter wasn't reading low. Then 2 hours after she went to sleep the user's husband noticed she wasn't responsive. Although paramedics were called, no emergent treatment was administered. She reportedly was given juice and sugar water by her husband and no treatment outside of the diabetic's normal regimen was reported. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This is a final report. This case does not involve a product malfunction. Since the medical event was related to the user error, the investigation of the product is not required. The user's guide states "you must change your sensor every 5 days, to reduce the chance of infection. The system automatically terminates a sensor session after 5 days. Do not leave the sensor inserted for more than 5 days."